Event description:
Customer reported experiencing a low blood glucose event earlier in the day, although the exact cause was unknown, and the lowest level was noted to be below 54 mg/dl without specifying the exact number. Customer chose not to provide further information or pursue further troubleshooting and decided to consult with a healthcare professional.